Event description:
It was reported that a 13 day old male pt was found unresponsive in a crib. CPR was not in progress when the fire department arrived on the scene. The fire department initiated CPR and the paramedics arrived with the device short time later. The device was connected to the pt using pediatric hands free electrode and the "connect electrodes" message occurred. The pt was immediately swapped to a different device and defibrillated since a ventricular fibrillation rhythm was detected. The pt outcome is unk.

Manufacturer narrative:
(B) (4): physio-control received the device and downloaded the event history for review. A clinical specialist review determined that the device use did not contribute to pt's outcome since down time was unk and a second defibrillator was immediately used to treat pt. Physio was unable to duplicate the reported issue and found no failures. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use. The root cause for the reported issue of "connect electrodes" was not determined.